Event description:
Adverse event(s): "couldn't stabilize vision" (vision, impaired). Product problem(s): "none reported" no info [iol (intraocular lens) implant]). A nurse reported a pt that "couldn't stabilize vision" following intraocular lens (iol) implant surgery. The lens was exchanged for a different brand and the pt is doing well. In a f/u, the surgeon further explained that the pt experienced poor vision.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-distal area (not returned). The optic was torn/split (possibly cut into two pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/27/2010 and 07/28/2010 by phone, fax, and mail. A completed questionnaire was received on 08/02/2010. (B)(4).